Event description:
It was reported that the right ventricular lead experienced twave oversensing when paced. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5076 implantable pacing leads (B)(6) 2010. (B)(4).